Event description:
Over the last 6 years I have received several different knee injections with various hyaluronic acid products. I have never had an adverse reaction and typically got 18 months of relief with reduced knee pain and increased mobility. In (B)(6) 2025 I was given an injection of durolane. (I'm not sure why that product was chosen.) I had an immediate reaction to the product and could barely walk out of the office. For the next 10 days or so my knee pain was much worse than it had ever been, and with dramatically increased stiffness. It was difficult to even walk. This was completely different from any of the previous injections. After about 10 days the pain and stiffness did decrease, but with an end result no better than before the durolane injection. It has now been around 4 months, and I saw none of the expected improvement in pain or mobility. Overall, I want to emphasize that my response to durolane was very different from my response to any of the other 4 ha products I've been treated with knee osteoarthritis.